Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed low vacuum and autofill failure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact: (B)(6). A getinge field service engineer (fse) investigated and found no errors with the pump. Unit returned for clinical use is unknown. Patient involvement is unknown, however no harm reported.

Event description:
N/a.